Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Initial reporter.-email address corrected to (B)(6). Investigation report results corrected to include evaluation of photo received: the sample was not returned for evaluation; therefore, the complaint could not be confirmed. A photograph was returned by the customer; however, the failure mode could not be confirmed by the photo. If the sample is returned, a follow-up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The box was received open and packaged in the box was one sher-I-bronch endobronchial tube (5-16037), three suction catheters (5-20710), and one double swivel accessory pack. The endobronchial tube and the suction catheters were received sealed in the pouches. The returned endobronchial tube is a 37fr. The packaging states that the tube should be a 35fr. The double swivel accessory pack was received unpackaged. Visual examination of the returned double swivel accessory pack that the components appear typical. No cracks were observed. An attempt was made to connect the double swivel into the female swivel port; however, the two components would not connect securely. The reported complaint of disconnect between the connector and eb tube was confirmed through a visual examination of the returned sample. A crack was found on the female swivel connection port. Therefore, a potential root cause for this complaint issue is manufacturing related. CAPA (B)(4) has been initiated to investigate this complaint issue and related defects.

Event description:
The complaint is reported as: during surgery in the hospital, the doctor found the double swivel connector separated on the endobronchial tube. Because it was found in time, there was no harm to the patient.